Event description:
A baxter sales representative reported an incident in which the transfer set became disconnected from the home patient's titanium adapter (catheter) during use. Antibiotic medication was administered as a preventive measure. No patient injury or further medical intervention was reported.